Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
UDI (di): (B)(4). No related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that the lead was returned in two pieces. An insulation abrasions were noted at 19.1 cm to 19.9 cm and at 22.7 cm to 23.3 from the distal tip. The abrasions were consistent with exposure to constant friction against another device or feature of the heart. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.